Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01899.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal hemorrhage using penumbra smart coils (smart coils) and a penumbra smart coil handle (handle). During the procedure, the physician advanced a smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the smart coil was removed, and the physician detached it outside of the patient. It was reported that the alignment zone was divided in half. The procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.